Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "patient was due for vaccines. Needle was inserted into patient's right deltoid, as the plunger was pushed, the vaccine liquid came out from between the needle and the syringe, nothing went through the needle. Made sure the needle wasn't loose, it was locked in place as it should. The part of the needle that connects with the syringe is not as smooth when comparing with other needle, even though it is from the same lot. "